Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported on the evening of (B)(6) 2018, she was found unconscious by her daughter. An ambulance was called and she was transported back to the hospital. Her blood glucose reading at 48 mmol/l (865 mg/dl) and had symptoms of diabetic ketoacidosis. She was admitted into the intensive care unit (ICU) where they placed her on an intravenous therapy of insulin. Please see (B)(6) for the first hospital visit.